Event description:
There were coupling/communication issues during recharging and the stimulation could not be adjusted. The pt underwent a battery replacement (no details were provided). Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).